Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump does not alarm when tubing is off the rotor wheel.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿does not alarm when tubing is off the rotor wheel.¿ the unit was triaged and the customer¿s reported condition was confirmed. The rotor failure did not alarm at the recommended time. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.